Event description:
In 12/2004, this patient underwent a percutaneous placement of a cordis trapease vena cava filter for a history of right lower extremity dvt, deep vein thrombosis, pulmonary embolism and gastrointestinal hemorrhage. Report by the interventional radiologist noted that upon calculation of the transverse diameter of the infrarenal cavogram, the introducer sheath to the trapease filter was utilized to deploy the filter in the infrarenal locations successfully. Findings at the end of the procedure indicated a single patent ivc identified without evidence of intraluminal thrombus. It was noted that the infrarenal ivc filter was, again, placed successfully. A day later, at the request of the patient, a long line was placed for future chemotherapy. The patient received chemotherapy through the long line a couple of days later. Over a month later, the patient received a last chemotherapy treatment which was a couple of days before this event. By report of the family, the patient experienced a sudden onset of severe midchest and upper abdominal pain. The patient was taken via ambulance to another facility and subsequently died. An autopsy is pending.